Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/29/2024. An investigation was conducted on 03/05/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact with no cracks observed. Tissue was observed on the side of the c-ring. No visual defects were observed. Based on the returned condition of the device as well as the evaluation results. The reported failure "break-c-ring" was not confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000363948 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring was cracked on the harvesting cannula. Harvesting cannula removed and new device was used which worked without issue. No delay. No harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.